Manufacturer narrative:
The investigation into the reported 'positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis. The evaluation revealed that the pump was used between (B)(6) 2024. Data logs were provided up to 8/1/2024, 9:51 pm. The data logs show no signs of improper positioning or motor current spikes or optical signal issue during the case run till (B)(6) 2024 9:51 am. According to the clinical notes, patient was turn and pump was pulled back in the aorta, confirmed by echo, with an active impella positioned in the aorta alarm. The pump was successfully repositioned. The cause of the positioning issue was most likely patient movement since pump was found in aorta during patient turn.

Event description:
The complainant reported a 37-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, there was "impella position in aorta" alarms with pulsatile mc, normal flows, and echo-confirmed placement/positioning of the cp in the left ventricle (lv). Support continued following the events. The investigation found that this was not a placement signal issue, it was a positioning issue where the impella in the aorta and the pump was repositioned successfully. The investigation did not find any issues with the placement signal, just that the pump became out of position this caused the alarms.